Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx stents were implanted in the 1st obtuse marginal during the index procedure. An inferolateral non-stemi was reported to have occurred in the target vessel ¿ lcx approximately 14 months post index procedure. The angio performed showed in stent restenosis in the obtuse marginal. Patient was treated with medication and a pci was performed with a deb. The event is resolved. The investigator and sponsor have assessed the event as having a causal relationship to the device and not related to the anti platelet medication.

Manufacturer narrative:
Additional information: cec adjudicated the mi as non-q-wave mi (target vessel) 3rd udmi spontaneous (ob marginal) and the revascularisation as clinically driven tlr- pci. If information is provided in the future, a supplemental report will be issued.